Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery depleted from 60% and subsequently shut off. When the customer connected the pump to a power source, the pump was able to be turned on and a malfunction alarm occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer has a backup pump available as alternate insulin therapy until the replacement pump was received.